Manufacturer narrative:
The lead was returned to saluda for analysis. It was cut into two pieces and therefore functional testing was not able to be performed. Device impedance logs were reviewed and confirmed the reported electrode disconnection since initial implant. The evoke scs system surgical guide provides the following guidance on disconnected electrodes: "it may be necessary to reinsert the leads if some electrodes are not connected properly to the cls." The cause of the reported event cannot be conclusively determined. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate therapy due to a disconnected electrode. Troubleshooting was unsuccessful. The lead was revised which resolved the issue.